Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was discarded by the hospital. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) year-old female patient was found to have a secundum asd and underwent aso placement. The defect was balloon-sized with a 34mm sb2 and measured 18mm and a 24mm aso was placed. The patient experienced severe chest pain when she woke up and a tte showed that the aso had embolized into the left ventricle. Percutaneous attempts to retrieve the aso were unsuccessful and the patient was referred for surgical removal of the aso and closure of the asd. Several angiograms were provided for review and showed balloon-sizing followed by device placement, the pull-push maneuver (minnesota wiggle) and device release. The last two images were of the aso in the left ventricle and the unsuccessful attempt to retrieve the aso with the help of a snare. Unfortunately, no echocardiographic images were saved. According to aga's medical consultant, without reviewing the echocardiogram to determine the adequacy of the atrial septal rims, no meaningful conclusion could be made as to the cause of the device embolization.

Event description:
According to the initial information received, the atrial septal defect (asd) was sized using toe and a 34mm amplatzer sizing balloon ii and measured 18mm. A 24mm amplatzer septal occluder (aso) was placed in position and released from the delivery cable. Upon waking, the patient had severe chest pain, was re-sedated and under tte the aso was noted to have dislodged and migrated through the mitral valve. An attempt was made to snare the aso percutaneously, but this was unsuccessful so the patient was transported to emergency surgery for aso removal and closure of the asd. The patient was stable in recovery the following day. Imaging of the procedure has been received and is currently being reviewed. Upon completion of the review, the results will be forwarded to you in a supplemental report.